Manufacturer narrative:
The device has not been returned to omsc for evaluation. Reportedly, the following events have also been confirmed. Buttons of the camera head could not be adjusted properly. One of the buttons on the camera head always disconnected from the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the locking lever of the device for fixing the camera head was defective and the endoscopic image was partially not displayed. The user said that this endoscopic image defect was caused by poor contact between the device and the camera head. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the user facility. The locking lever of the socket for the camera head was found to be damaged, causing the reported issue. The device was repaired on-site. Based on the legal manufacturer's investigation, since the device was manufactured over 12 years ago, it is likely the locking mechanism of the video connector was worn and broken by repeated use over a long period of time. As a result, the video connector becomes unable to connect properly, which interferes with the image transmission of the scope and the video connector, causing image failure. The device history record (DHR) was reviewed and no issues were identified that could have caused or contributed to the reported issue.